Event description:
Additional causes of death provided as respiratory failure, pulmonary edema, heart failure, dilated cardiomyopathy, diabetes and arterial hypertension.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Two endeavor sprint drug eluting stents were implanted in the rca during the index procedure. Approximately 28 months post index procedure, the patient expired. Cause of death was pneumonia. The clinical events committee adjudicated that the death was cardiac. Investigator assessed the event was not related to the study device or procedure.